Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the return lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient experienced that the therapy was less effective. Diagnostics revealed high impedance. As such, surgical intervention took place on wherein the lead was explanted and replaced with a new lead to address the issue. During the explant lead fracture was noted. Reportedly, therapy was confirmed post operatively.